Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that prior to a patient procedure, their hexavue ip custom room rack was not connecting to the facility's network, and was experiencing a video switching error. A short delay was reported as user facility had to adjust the system setting. No report of injury.